Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple motor error alarm. The customer stated that they were able to clear alarm. Customer stated that they were able to rewind insulin pump. Customer stated that insulin pump alarm history had three times motor error alarm within thirty day period. Customer stated that they received no delivery alarm. Troubleshooting for no delivery was performed. It was found that it was due to reservoir or infusion set occlusion. Customer stated that they experience high blood glucose. Customer declined troubleshooting for high blood glucose. No harm requiring medical intervention was reported. The device will not be returned for analysis.